Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. No symptoms were indicated and so no treatment necessary. Customer stated the device was exposed to moisture due to a leak in the reservoir. Customer states there was also a stuck button alert. Trouble shooting was performed but issue was not resolved. The products will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly due to critical pump error (open book image) alarm.